Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient sustained a periprosthetic fracture after an unknown amount of time post implantation. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays by a third party hcp noting periprosthetic fracture of the proximal right femur. Fracture lucencies are seen at the medial and lateral cortical margins with mild displacement. Medially, the fracture may be healed. There is slight eccentric position of the femoral head within the cup, bone quality is osteopenic. DHR was unable to be reviewed as the lot number the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.